Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason unhappy with the current vision level. The iol was exchanged for advanced technology intraocular lenses (atiol) model 28 days following the initial implant procedure. Additional information has been requested and received stating that in the surgeon¿s opinion, the product cause or contribute to the event. There was no further harm to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. Intraocular lens (iol) received wrapped in a piece of gauze. Solution is dried on the iol. The optic is torn/split-cut dividing the iol in two. There are fibers adhered to the lens with solution. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).